Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not turning on and was producing a clicking sound. The field service engineer (fse) found that the station was not powering on and traced the issue to the main 5.2 supply. The drawer controller was replaced. Station functionality was verified, and the drawer was tested successfully within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on, produced a clicking sound and had black screen. Customer rebooted, turned on and off at the back but still issue persisted and went offline on remote support service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.